Manufacturer narrative:
10/5/1998- supplement report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a laparscopic cholecystectomy procedure. Reportedly, the instrument leaks a pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.